Manufacturer narrative:
Internal file number: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a lesion in the non-tortuous, non-calcified, 90% stenosed mid left anterior descending coronary artery. Before use, a 3.75 x 12 mm nc trek balloon dilatation catheter (bdc) was inflated once at six atmospheres. Negative was held for 60 seconds to deflate the balloon, but the bdc completely failed to deflate even after several attempts. The device was not used and there was no patient involvement. A same sized unspecified bdc was used to successfully complete the procedure. The patient's final outcome is satisfactory. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.